Event description:
The plaintiff's attorney alleged that the pt experienced cardiopulmonary arrest and other injuries which resulted in death caused by exposure to naturalyte and/or granuflo products administered for dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.